Manufacturer narrative:
Only the month ((B)(6)) and year (2021) of the event date are known. (B)(6).

Event description:
It was reported that the level 1 hotline accessory was leaking. This product problem was observed during testing. The product was not used on a patient.

Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed, leak was detected in the valve disc of both units. Problem source was traced to manufacturing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.